Manufacturer narrative:
Device lot number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the trach tube's inflation line was leaking at the flange. Additional information was requested; however, no further specific details on this incident were received. Item lot number is unknown. No patient injury or adverse affects were reported.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR review was not conducted since no lot number was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.